Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported low minute ventilation and tidal volume. The customer reported patient involvement and no patient harm.